Manufacturer narrative:
A field service engineer (fse) verified the system and confirmed that the system is ready for use. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer observed that the instruments were released intermittently during the procedure. The customer was unable to provide more details since this information is secondhand. The intuitive technical support engineer (tse) was unable to troubleshoot with the given details. The procedure was completed with no reported injury.